Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 09-jan-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with chronic pain who was treated with an implantable neurostimulator system (implantable neurostimulator and lead) reported doing well after the implant and then reported fever and chills with drainage at the implant site. The physician was notified and the patient was instructed to go to the hospital for laboratory testing and magnetic resonance imaging with contrast. A device site infection was identified, the patient was hospitalized, and the implantable neurostimulator and lead were explanted, followed by inpatient evaluation and treatment with intravenous antibiotics. The issue was reported as resolved.